Event description:
Caller reported compact plus system blood glucose result of 1.6 mmol/l, lab result 17.1 mmol/l within 10 minutes. No adverse event was reported due to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).